Event description:
It was reported that, during aortic arch replacement surgery, blood oozing was evidenced from perfusion branch. The branch was wrapped with gauze to stop oozing. There was no reported patient injury.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted in the patient and the perfusion branch was discarded at the hospital. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of a product coated on the same day as the complaint device indicated value well within product specification. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.